Event description:
Catheter inserted in pt 1/8/97. Cap was placed on catheter by physician and surgical dressing applied. Pt was sent home. The next day pt called physician office and reported the cap had a hole in it and peritoneal fluid had leaked through the surgical dressing. Pt was started on antibiotics on 1/9/97. On 1/11/97, pt was admitted to the hosp with abdominal pain and bleeding. Peritoneal cultures were drawn upon admission and antibiotics continued. Peritoneal cultures came back negative. Pt was discharged from hosp several days later. No further complications from this incident as reported by physician.